Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation with a minicap attached. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak and clear passage testing were performed and a leak through a closed twist clamp caused by a broken occluder foot was observed. The transfer set was leak tested using the returned mini cap and there were no issues or leak beneath the cap. There was no evidence of damage to the female connector and mini cap. The reported leak at the female connector was not verified. The case of the broken occluder foot could not be determined, however exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials or over torquing of the twist sleeve during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E.1.: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked with the twist clamp closed. This event was described as the reporter ¿observed transfer set leaking when minicap is removed despite it being closed¿. This occurred during ¿multiple use¿ for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.